Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he cannot see to read up close, he is sensitive to light, and his vision is fuzzy. The consumer reported that these symptoms last several hours and seem to get better much later when he is not in direct sunlight. The consumer did not respond to follow up or provide any surgeon contact information; therefore, follow up with the surgeon was not able to be conducted. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The consumer did not respond to follow up or provide any surgeon contact information; therefore, follow up with the surgeon was not able to be conducted. (B)(4).